Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility nurse reported that the ultrafiltration (uf) amount removed from a patient was double the goal during treatment with a fresenius 2008k2 hemodialysis (hd) machine. The goal was a 1kg weight removal, but after treatment it was learned that 2kg was removed from the patient. The clinical manager stated that the machine had the uf goal manually adjusted by entering the actual number rather than using the up/down arrows to adjust the uf goal and treatment time. The uf was not turned off at all during treatment. It was confirmed the up/down arrow keys were not used to program the initial setting. The patient was able to successfully complete treatment. The same scale was used for both pre and post weights. The patient did not eat or drink at all during treatment and no additional fluids were provided to the patient. There was no patient injury, adverse events, or medical intervention required as a result of the reported event. The patient did not have any complaints or symptoms related to the reported event and no additional treatments were required. Additional patient and treatment details were not provided. After following up with the biomed, it was confirmed that machine was inspected after the treatment, and confirmed the machine passed the uf checklist without issues. The biomed confirmed all of the uf functions were within tolerance, and confirmed that no parts were changed out on the machine.